Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pump rate changed unexpectedly during an infusion in (B)(6). The clinicians indicated "they set the rate and when they came back to check on the patient the rate was at a different setting than what they put in. This happened twice in a row with different patients." There was patient involvement, but no harm reported.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an unexpected rate change was not identified through log review nor replicated during testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. On (B)(6) 2025, at 10:14 am, the pcu event log showed that the suspect pump module s/n (B)(6) was attached as channel a. At 10:14 am the user programmed a basic infusion with a volume to be infused (vtbi) of 30ml and rate of 60ml/h, the infusion ran as expected and completed at 10:44 am. At 10:46 am a new primary basic infusion was programmed with vtbi of 200ml and rate of 240ml/h, and the user programmed a basic secondary infusion with vtbi of 60ml and a rate of 120ml/h. At 11:16 am, the secondary infusion was completed successfully, and the pump module switched back to the primary infusion; however, at 11:29 am, the pump module alarmed air-in-line and the user channeled off the module, stopping the primary infusion. At 12:12 pm, the user programmed a basic primary infusion with a rate of 200ml/h and a vtbi of 75ml. Five minutes later the user programmed a basic secondary infusion with a rate of 320ml/h and a vtbi of 66ml. At 12:30 pm, the secondary infusion was completed, and the pump module switched back to the primary infusion. At 12:46 pm, the user channeled off the unit stopping the primary infusion. At 2:26 pm, the pump module was selected and a new basic infusion with a vtbi of 155ml and a rate of 440ml/h started. Fifteen minutes later, at 2:41 pm, the pump alarmed for air-in-line and the user channeled off the module and the system was powered off. There was no record of further infusions during the event date. Per bd alaris system with guardrails user manual v12.1 the user must become thoroughly familiar with the system features, operation and accessories prior to use. To prevent a potential freeflow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The system is not intended to replace supervision by medical personnel. The user manual also states in its approved parts recommendation to use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ devices, leading to risk of device failure, patient injury, or even death. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: testing was unable to confirm or identify the root cause for the reported rate changed. A log review did not reveal any inconsistencies in the programmed infusions. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that pump rate changed unexpectedly during an infusion in the cancer center. The clinicians indicated "they set the rate and when they came back to check on the patient the rate was at a different setting than what they put in. This happened twice in a row with different patients." There was patient involvement, but no harm reported.